Event description:
Patient became white faced and spouse knew something was wrong. Spouse checked patient's blood glucose on the suspect device and obtained a result of 369 mg/dl. Spouse then called 911. Emts arrived and checked patient's glucose and the level was 45 mg/dl. Emts gave patient glucose. The test strips had been stored out of the original manufacturer's capped vial against labeling. The product was replaced and authorized for return to the manufacturer for evaluation.